Event description:
The customer reported that the system was not responding.

Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer troubleshoot the system and found a defective geo control unit. After replacement of the "(B)(4) - geo module kit", the problem was solved.